Manufacturer narrative:
Investigation: customer returned one (1) loose 31g x 8mm, 0.3ml bd insulin syringe. Consumer reported needle hub to stay in shield when removed the needle shields. The returned syringe was examined, and no apparent issues were observed; no evidence of manufacturing defects were observed, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 8316894. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It has been reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported that needle hub separated into shield. Verbatim: item 328438 lot # 8316894 exp 2023-11-30 found this box needle hub to stay in shield when removed the needle shields found other boxes unknown lot # item # 328438 discarded sample and boxes with needle hub stays within the shield.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3ml 31g 8mm whole unit 10bg 500 has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported that needle hub separated into shield. Verbatim: item 328438, lot # 8316894, exp 2023-11-30, found this box needle hub to stay in shield when removed the needle shields. Found other boxes unknown, lot # item # 328438, discarded sample and boxes with needle hub stays within the shield.